Event description:
This complaint was created due to the receipt of a medwatch report (mw5185386) received on (B)(6) 2026. A maude report (mw5184821) was also found on (B)(6) 2026, reporting the same event against the same device. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-8005-001, system 5000 electrosurgical unit, 100 - 230 vac 50/60 hz. The report states that, on (B)(6) 2026, ¿during the procedure, the reusable non-medtronic suction diathermy was not working properly. The diathermy machine used was the ft10 device then they transferred it to a nonmedtronic diathermy machine. They tried to disconnect and checked the diathermy extension lead and while doing so, the user received a tiny/small electrical burn in the right-hand ring finger.¿ the type of event was described as serious injury, with health effect ¿ clinical coded as electric shock and superficial (first degree) burn, and no reported health effect ¿ impact. The report listed medical device problems coded as suction problem, defective device, patient device interaction problem, and unintended electrical shock. There was no report of medical/surgical intervention, or extended hospitalization for the patient or user. Further information could not be obtained, as the reporter remained anonymous. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.